Event description:
The lay user/patient contacted lifescan alleging the meter casing is broken. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a tar procedure, the instrument cut completely but staples were not formed. The area was cut out and over stitched by hand. The patient received a temporary anus. The temporary artificial anus was not planned. The surgeon did it as there was only a little tissue left and without temporary artificial anus, the healing is not given. Despite the anus, patient is fine. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.